Event description:
Boston scientific received information that during a routine follow up in clinic, automatic capture (ac) was observed to be in retry mode. Intermittent right ventricular (rv) capture was observed when the rv lead was programmed in a bipolar configuration, however, no capture was observed when programmed in a unipolar configuration. The patient was scheduled for a follow up appointment. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.